Manufacturer narrative:
Other applicable components are: product ID: 4351, lot# unknown, product type: lead. Product ID: 4351, lot# unknown, product type: lead.

Event description:
A health care professional (hcp) via a manufacturer representative reported, a consumer reported it never worked and when the hcp removed it last week, the leads were implanted in the pyloric channel. Unknown if any factors led to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.